Event description:
It was reported that the bd vacutainer® z blood collection tube did not fill with blood during the performance of a plasma aldosterone concentration blood test, and when removing the vacutainer and pump, the cap of the tube remained connected to the device while the glass portion broke off into the staff member's hands "with no apparent noise or reason". The customer reported 10 occurrences of this event. The following information was provided by the initial reporter, translated from french to english: "during the performance of the blood test on pac, after three tubes taken, I realize that the connected tube does not fill with blood. I take it to remove the device (vacutainer and pump body) and there, I realize that the upper part of the blood tube (cap) remains connected to the device while the lower glass part (the tube) happens to me in the hands. The glass cracked spontaneously with no apparent noise or reason."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined involving the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® z blood collection tube did not fill with blood during the performance of a plasma aldosterone concentration blood test, and when removing the vacutainer and pump, the cap of the tube remained connected to the device while the glass portion broke off into the staff member's hands "with no apparent noise or reason". The customer reported 10 occurrences of this event. The following information was provided by the initial reporter: "during the performance of the blood test on pac, after three tubes taken, I realize that the connected tube does not fill with blood. I take it to remove the device (vacutainer and pump body) and there, I realize that the upper part of the blood tube (cap) remains connected to the device while the lower glass part (the tube) happens to me in the hands. The glass cracked spontaneously with no apparent noise or reason."